Event description:
Pt was on bi-vad support and attending nurse noticed a change in pt hemodynamics. Upon inspection, the nurse noticed that the drive console had shut down without audible or visible alarm and that the display was blank. The ICU personnel were able to switch the pt to a back-up console and restabilize console parameters and pt condition within 7 minutes.

Manufacturer narrative:
Initial eval by abiomed field service isolated the problem to the main power board printed circuit board (pcb). Add'l eval is in-process to determine precise root cause. Final results, conclusions and remedial action will be summarized in follow-up/final report.